Event description:
It was reported that the wake button was delayed in responding to touch. Customer pressed the wake button with more force and the wake button performed as intended. Customer's blood glucose ranged from 108-109 mg/dl.

Manufacturer narrative:
Device not returned.